Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection and therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the soltive superpulsed laser fiber broke off in the hand and output as it was leaving a hole in the doctor's glove. The issue occurred during a therapeutic transurethral lithotripsy procedure that was completed with a similar device. There were no reports of patient harm.